Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the alert yellow triangle indicator illuminates on the autopulse nxt platform (sn (B)(6)), and only one side of the nxt band retracts on multiple power-up attempts. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.